Event description:
It was reported that the external pulse generator (epg) was presented to the biomedical engineer (be) with a self test error message. The be removed and replaced the battery and the error message cleared. The be forced the error and it was cleared again. The epg will remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).